Manufacturer narrative:
H3 other text : device serviced by third party service center.

Event description:
The manufacturer received information in relation to a dreamstation auto CPAP. The device was returned to third party service center. There was no patient harm or injury. During the evaluation of the device, the service center reports that pcba electrical damage with no contamination and no evidence of foam degradation. In addition, unit scrapped. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.